Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis cannot be determined as there was no reported source or contributing factors in the follow up or intake. It is well known most peritonitis infections are the result of non-adherence to aseptic technique during pd therapy. Regardless, in the absence of the required information, the liberty select cycler with the liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the limited information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2023, a registered nurse (rn) reported to fresenius that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was utilizing heparin for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s peritonitis infection; however, no additional information was obtained. Patient demographics (other than gender), patient contact information, laboratory results, treatment details, temporal and/or causal relationship to pd therapy and patient¿s current status remain unknown. In the final follow up conducted for this complaint file, it was reported this patient was ¿discharged¿; however, it was not explained if the patient was discharged from a hospitalization or the dialysis clinic itself. No further information was provided in the follow up. In the intake, there was no indication the patient¿s peritonitis was related to the performance of any fresenius product(s) or device(s). Additionally, there is no allegation or objective evidence indicating this serious injury or any other related adverse event(s) occurred related to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 04/20/2023, a registered nurse (rn) reported to fresenius that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was utilizing heparin for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s peritonitis infection; however, no additional information was obtained. Patient demographics (other than gender), patient contact information, laboratory results, treatment details, temporal and/or causal relationship to pd therapy and patient¿s current status remain unknown. In the final follow up conducted for this complaint file, it was reported this patient was ¿discharged¿; however, it was not explained if the patient was discharged from a hospitalization or the dialysis clinic itself. No further information was provided in the follow up. In the intake, there was no indication the patient¿s peritonitis was related to the performance of any fresenius product(s) or device(s). Additionally, there is no allegation or objective evidence indicating this serious injury or any other related adverse event(s) occurred related to a deficiency or malfunction of any fresenius product(s) or device(s).